Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump under delivering because the customer¿s blood glucose come down after removing the insulin pump. Customer stated that they did some adjustment in insulin pump as per their health care professional and they started experiencing high blood glucose. Blood glucose level at the time of incident was 383 mg/dl. The customer stated that the symptoms related to high blood glucose such as headache. Customer was treated manual injection for high blood glucose. Customer was assisted with the high-pressure test. Insulin pump did not pass high-pressure test. No harm requiring medical intervention was reported. The device will not be returned for analysis.